Event description:
I went to a wonderful doctor at the (B)(6) in (B)(6). He injected my under eyes with juvederm as he had done in the previous years only then he used restylane -with no problems just not a very long result-. The next morning, I woke up with a large lump in the corner of my left eye nowhere near where he even injected the product. I went back in and he tried to dissolve it with no luck. Two years later, I still have the lump and upon calling juvederm, they said too bad for me they weren't going to help or even suggest what could be done to remove the large lump under my eye. I want people to know this what this product does and that the company won't help. (B)(6). Dates of use: (B)(6)2008 -- (B)(6)2008. Diagnosis or reason for use: hollow eyes.